Event description:
As reported by the user facility: reports nurse placed a b. Braun caresite luer access device at 01:30. When returned at 03:00, the nurse found the patient covered in blood. The caresite hub allowed blood to black-flow out of the IV site and leak all over the patient. During a follow-up call to the facility, the reporter stated that no additional information regarding the reported event was available. The only information available is what was reported in the initial event summary.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough evaluation could not be performed and no specific conclusions can be drawn. If the sample is received for evaluation or if additional pertinent information becomes available, a follow-up report will be filed.